Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured thrombocytopenia with a "possible" relationship to the impella device used: ¿patient was monitored for thrombocytopenia after impella implant. Lowest platelet count was 40. Highest was 341. Baseline unknown but admission was 111. ¿it was reported that the patient/event has not recovered/not resolved.

Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for thrombocytopenia has been completed. The impella device was not returned for investigation. Thrombocytopenia was reported during pump use. The cause of the thrombocytopenia issue was not determined since product was not returned and sufficient clinical information was not provided. Added- b5 mso review, h6 component code 925 d4-corrected model number f6/f8 should have been left blank in the initial report.